Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexacom technical support on (B)(6) 2011 to report that she experienced a failed sensor approximately two hours after insertion. Upon removing the sensor, she noticed that the sensor wire was protruding from the surface of her skin. She removed the retained sensor wire with tweezers and reported that the insertion site looked fine. Patient reported no injury, and no medical intervention was required.